Manufacturer narrative:
Corrected: event/problem description, explant date, date received by manufacturer. Depuy still considers this investigation closed.

Event description:
Litigation papers allege: litigation papers allege: physical injuries, economic loss and medical expenses; past, present and future pain and suffering, permanent physical injuries and disfigurement. Patient could not have known that he was injured by excessive levels of chromium and cobalt until after his blood was drawn and advised of the results.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: litigation papers allege: physical injuries, economic loss and medical expenses; past, present and future pain and suffering, permanent physical injuries and disfigurement. Patient could not have known that he was injured by excessive levels of chromium and cobalt until after his blood was drawn and advised of the results. Update - (B)(4) 2013 - ppd received. Part/lot updated. There is no new information that would change the outcome of the investigation. Update - (B)(4) 2013; plaintiff's preliminary disclosure form was received, which identified date of revision for the right side. Medical records were also received, which indicate that patient was revised to address acetabular cup loosening and pain. Records also state that there was reactive synovium and fluid in the joint. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
(B)(4) - ppd received. Part/lot updated. There is no new information that would change the outcome of the investigation.the investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.